Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501 captures the reportable event of loop detachment.

Event description:
It was reported to boston scientific corporation that a rescuenet device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the device was sent through the scope, and a blue piece from the rescue net was pushed out of the scope. This piece was then retrieved. The procedure was completed with another rescuenet device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501 captures the reportable event of loop detachment. Block h2: (additional information) block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on may 2, 2025. Block h6 has been updated to code for net torn material, deeming this a non-reportable scenario.

Event description:
It was reported to boston scientific corporation that a rescuenet device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the device was sent through the scope, and a blue piece from the rescue net was pushed out of the scope. This piece was then retrieved. The procedure was completed with another rescuenet device. There were no patient complications have been reported as a result of this event. Additional information received on may 2, 2025: it was clarified that the net was torn.